Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was awakened by an insulin occlusion alert while using an infusion set and elected to perform a full supply change after being advised of troubleshooting options; the infusion set in use was a contact detach steel set, and the occlusion resolved only after the supply change. Symptoms included no reported impact to blood glucose. Outcomes included successful resolution of the alert following the supply change with no medical intervention or hospitalization. Investigation included customer service troubleshooting and education with a plan to replace supplies. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that was corrected by set and supply replacement. It was concluded, based on established patterns for similar reports, that the cause was a transient infusion set occlusion likely related to disposable component performance or setup.